Event description:
Having a hearing test, ear plug became separated from the tube that connects to testing device. Ear plug was stuck in ear. I have pictures of the separation eartip tube known as eartip, attendant removed ear plug (eartip) with needle nose pliers. I specifically requested they quarantine product and photograph it. Also that they contact MFR and distributor. I contacted distributor. Ear was pinched by needle nose pliers during removal. Do you have a picture of the product? Yes. I have photos on my cell phone. I will be happy to send them email if you advise an email. Ear tip was stuck in right ear after it became separated from the tube that connects to the hearing testing equipment. The eartip and tube did not appear to be glued together.